Manufacturer narrative:
Follow-up # 1 date of submission 10/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2015 with the following findings: a review of the pump black box data revealed multiple reboots. The power issue was unable to be duplicated during investigation. The battery cap was able to fully tighten and was within specifications. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A leak test was performed and failed indicating a battery compartment leak. The pump case was removed and there was additional moisture contamination observed inside the pump on the battery canister. Unrelated to the original complaint, the battery compartment was observed to be cracked in the thread area and below the grip pad. Additionally, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had intermittent power. The reporter indicated that the battery compartment was intact however moisture damage was noted inside the compartment. The reporter confirmed that the o-ring on the battery cap was not visible at the time of the power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.